Manufacturer narrative:
Continuation of concomitant products: dtma1d4 crtd, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.